Event description:
It was reported that device entrapment occurred. The target lesion was located in a mildly tortuous and moderately calcified tibial artery. A 2.5mm x 60mm x 150cm coyote balloon catheter and 300cm v-14 control wire guidewire were selected for tibial angioplasty. However, it was noted that the guidewire and balloon had become fused during the procedure, requiring both devices to be pulled and removed as a single unit. The balloon was removed in a fully deflated state. The procedure was completed using an alternate device. There were no patient complications as a result of this event.

Event description:
It was reported that device entrapment occurred. The target lesion was located in a mildly tortuous and moderately calcified tibial artery. A 2.5mm x 60mm x 150cm coyote balloon catheter and 300cm v-14 control wire guidewire were selected for tibial angioplasty. However, it was noted that the guidewire and balloon had become fused during the procedure, requiring both devices to be pulled and removed as a single unit. The balloon was removed in a fully deflated state. The procedure was completed using an alternate device. There were no patient complications as a result of this event. It was further reported that difficulty advancing balloon over the wire occurred.

Manufacturer narrative:
H6 - evaluation conclusion code: updated.

Event description:
It was reported that device entrapment occurred. The target lesion was located in a mildly tortuous and moderately calcified tibial artery. A 2.5mm x 60mm x 150cm coyote balloon catheter and 300cm v-14 control wire guidewire were selected for tibial angioplasty. However, it was noted that the guidewire and balloon had become fused during the procedure, requiring both devices to be pulled and removed as a single unit. The balloon was removed in a fully deflated state. The procedure was completed using an alternate device. There were no patient complications as a result of this event. It was further reported that the balloon had difficulty advancing over the wire.